Event description:
During baxter's eval of a spectrum pump, it had an intermittent keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the intermittent keypad response, which was reproduced. The device eval confirmed th e(ok), #0, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed, an automatic output of the (ok) key will occur following the selected key's function interfering with the ability to navigate care areas, drug selection, and deliver parameters selections. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.